Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 42 mg/dl. She had gotten up and was confused, sweaty and very cold and treated with chocolate milk. Blood glucose at the time of the call was 431 mg/dl. Customer also reported that the esc and act buttons were not responding and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 264 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The device would not be replaces as the customer already has a new insulin pump.